Manufacturer narrative:
Mentor became aware that in the initial report sent on nov 19, 2021, it was erroneously indicated that the suspect medical device was a 450cc implant, however, the correct device was a 500cc implant. On december 22, 2021, the mentor analysis lab received the device for evaluation. On december 27, 2021 mentor received a post operative report indicating that the breast implants upon removal were intact and no ruptured. As such, the patient coding has been updated to indicate no rupture. Additionally, the report indicated an acquired deformity. On january 04, 2022 mentor received a MRI radiology report indicating the date of event was updated to (B)(6) 2021 per the date of the radiology report. On jan 5, 2022 an evaluation was completed for the device: according to the information received, the patient experienced breast pain, acquired deformity, breast ptosis, anxiety, and a bunch of zingers. During the visual analysis of the returned breast implant, no apparent damage or visual anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). Section b. 5: 500cc mentor memorygel breast implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient had undergone a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced bilateral breast pain, chest pain, and zingers. Furthermore, they don¿t feel well, coupled with anxiety. All symptoms have become increasingly worse. After magnetic resonance imaging and ultrasound scans, the healthcare professional has indicated a bilateral rupture inside of the breast capsules. As a result, the patient underwent removal on (B)(6) 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13445 for the contralateral event.